Event description:
It was reported during the implant procedure that the lead was passed through a sheath that appeared to be kinked. Unable to maintain thresholds, also reported no capture, undefined impedance values and possible lead fracture at time of implant the lead was removed/not implanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. Full lead returned for analysis.